Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The customer stated the calibration and qc were acceptable. The field service engineer (fse) inspected the analyzer and found debris buildup on the sample probe. He adjusted the external and internal rinse volumes and cleaned the probe with internal and external rinses. He verified the analyzer was again performing according to specifications with a 21-cup precision check. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable glucose hk gen.3 (gluc3) result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 79 mg/dl. The repeat result from another c503 analyzer was 239 mg/dl. The repeat result was deemed correct. The physician questioned the initial result prompting the rerun of the patient sample.